Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an alarm to lock the cassette to start pump. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
A sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The tamper seal was not broken. The unit in good condition. A review of the event history log showed medium alarm displayed: cannot start pump not locked. Ran an initial test of the device. Alarm confirmed there was a fault. The reported problem was duplicated. The flex circuit sensor was faulty. The unit is only 1 years old. Repair is under manufacturing warranty. Replaced flex circuit, sensor. Device passed functional and delivery tests. Reviewed the DHR there was no evidence of any issues during the manufacture of this device and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.